Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, something was visually observed before implantation of the lens. After immersing the lens once in the balanced salt solution (bss) and inserting it into the patient's eye found a crack on the edge of the lens. The surgeon suspected a crack and is at the edge of the lens and there was no problem with the patient's refraction or vision.